Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and the pump alarmed low battery and the keypad buttons are not responsive. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 198 mg/dl at the time of the call. Troubleshooting was done for the low battery and found that the pump is operating as designed. Customer declined high blood glucose troubleshooting. Customer was advised to monitor the pump and to follow up with their doctor regarding their high blood glucose and call back if further issues.